Manufacturer narrative:
H3: code "other" was selected as the medical device was discarded at facility. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2023, this patient underwent an endovascular treatment for chronic type b aortic dissection using gore® tag® conformable thoracic stent grafts with active control system and a gore® dryseal flex introducer sheath. The devices were implanted as planned successfully. An angiography showed no problem in access vessels. However, left limb artery was impalpable after the surgical incision was closed. Therefore, the incision was opened again and dissection in the left external iliac artery was found. A bare-metal stent was additionally implanted in the dissected site. Blood flow improved. The patient tolerated the procedure. The reporting physician commented as follows: given the patient¿s access vessel diameter, there seemed to be sufficient room for insertion of the 20fr sheath, but it was difficult to advance it at the angulated part, and the dissection probably occurred at that part. The final angiography for the access vessels showed no problems and the echography before surgical incision closure showed good blood flow in the left groin, so it was also possible that the dissection occurred during surgical incision closure.

Manufacturer narrative:
Section h6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. Section h6: codes c19, d15 were updated to reflect results of investigation.